Event description:
It was reported that air ingress occurred. During a pulse field ablation (pfa) procedure, a faradrive steerable sheath clear was introduced without difficulty. The introducer was exchanged over a guidewire, and initial aspiration during removal of the dilator yielded fluid and blood with no abnormalities. However, upon advancing the ablation catheter, aspiration revealed an unexpected amount of air bubbles. The catheter was withdrawn and aspiration was repeated both with and without the catheter in place, with the same abnormal air return observed. The sheath was replaced. A second faradrive sheath was inserted, but the same issue occurred, with an even greater amount of air bubbles noted during aspiration. The sheath was removed and replaced with a third faradrive sheath, which functioned normally. The procedure was completed successfully, and no patient complications occurred.